Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from support, and technical team was unable to confirm battery issue or take additional corrective actions due to limited information and lack of event timeframe.